Event description:
Staff called in for emergent cardiac cath. Cardiac cath lab equipment powered up but digital fluoro failed to power up. MFR's service rep was contacted and responded promptly to connect alternate video playback. Pt transfer to cath lab procedure table delayed by 15 minutes.